Event description:
The device was heating up and smoke was visible while charging the device.

Manufacturer narrative:
Conclusion: according to the information provided, the rcb charger was reported to have caused smoke while in use. At the time, the charger was connected to a usb power supply that is normally used by the customer. The rcb charger that was returned for investigation was tested and found to be fully functional, showing only minor signs of use. No indications of a technical defect were identified. Based on the circumstances, the reported issue appears more likely relate to the usb power supply. As this component was not received for investigation, it was not possible to determine its condition. Consequently, the reported issue cannot be reproduced nor confirmed. This is a final report.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was heating up and smoke was visible while charging the device.